Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to excessive wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power was too low on the battery oscillator device. It was further determined that the device failed pretest for check oscillation frequency. Min 10800 - 14200 osc/min, mode switch-test, check trigger and ecu (electric control unit) function, functional test and trigger test. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation update: upon further investigation of the device, it was determined that the coupling tool side was out of specification. It was determined that the control unit was not functioning and was defective. It was further determined that in addition to the initial failures, the device failed pretest for check saw blade coupling and check saw head ratchet. It was further determined that the turning knob was loose, the oscillating head showed a crack, and the pressure disk was shifted. It was determined that the cracked oscillating head issue was related to a design issue. The assignable root causes were determined to be due to construction/ design false, defective and normal wear. The issue related to the design issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.